Event description:
It was reported that two weeks post deep brain stimulation (dbs) implant procedure the patient was hospitalized due to a hemorrhage. The patient underwent a craniotomy in order to drain fluid as well as an explant procedure where the lead was removed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that two weeks post deep brain stimulation (dbs) implant procedure the patient was hospitalized due to a hemorrhage. The patient underwent a craniotomy in order to drain fluid as well as an explant procedure where the lead was removed. Additional information was received that five days after entering the intensive care unit to undergo care for the hemorrhage the patient died.